Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. It was reported the ins had turned off, the stimulator wasn't working. Patient was experiencing return of pain since patient couldn't charge due to having lost the desktop charger (dtc)/power cord. It was stated the patient couldn't sleep last night because the pain was so bad. It was noted the patient had the device implanted to help with severed nerves in his foot that he got after an accident. They stated the stimulator stimulated nerves that went through his foot but as soon as the stimulator shut off, he had a return of pain. Patient services reviewed repair would send replacement dtc for the lost one and should be charge upon receipt and turned stimulation back on. It was noted the patient lost his dtc along with the power cord. No further complication and event were reported.